Manufacturer narrative:
H4: the device was manufactured from february 11, 2020 - february 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over infused. The expected therapy time was 46 hours; however, the infusion completed after "approximately twenty four hours". The device was filled with 3800mg of fluorouracil diluted in 5% dextrose for a total volume of 154ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.